Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator performed inappropriate anti-tachycardia pacing (atp) due to device undersensing. Programming changes were performed. The patient was in stable condition.